Event description:
It was reported that a 3l eva bag leaked. This occurred during filling of the bag with total parenteral nutrition (tpn) solution and before patient connection. There was no patient involvement. No additional information is available. This is report 10 of 15.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.